Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump display became frozen and the customer was unable to clear it. During troubleshooting with tandem technical support the customer accidentally put the pump into storage mode. Reportedly, when the pump was turned back on the customer had to press buttons multiple times for the pump to respond. Customer had elevated blood glucose levels (475 mg/dl). Customer changed the pump supplies to stabilize blood glucose levels. Customer stated that they will continue to use the pump for insulin therapy.